Event description:
The customer reported that the device had no power interruptions during use on a pt. The users switched to a different defibrillator to treat the pt. There was no impact to the involved pt.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.